Event description:
The patient underwent treatment with the polarcath device in 2006, for one lesion. During the polarcath cryoplasty procedure the immediate technical results were satisfactory. Post-cryoplasty there was a small dissection that was not flow¿limiting. Pta was performed of truncus tibiofilularis and a. Fibularis in the same session. The pre procedure target lesion was in the superficial femoral (de novo) reference vessel with a 5 mm diameter and a 5 mm lesion length. The quantitative data measurement method was visual. The target lesion pre-procedure was 70% concentric stenosis. There was one patent run-off vessel with collaterals. There was no vessel tortuosity and no calcification at the target lesion. The polarcath balloon used during the procedure was a 5 mm diameter, 4 cm balloon length, shaft length 80 cm and 1 inflation. The target lesion post-procedure was 5% stenosis. Post-treatment of the lesion after cryoplasty was not provided. The patient experienced pain during the cryoplasty inflation. The cryoplasty total procedure time was 12 minutes.

Manufacturer narrative:
Date of event - 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.